Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had difficultly charging the pump. After charging for 30 minutes, the pump battery was able to be charged. Blood glucose was 207 mg/dl.